Event description:
Inflammatory reaction [arthritis]. Joint effusion [joint effusion. Joint pain [arthralgia]. Case description: a spontaneous report was received on (B)(6) 2010 from company rep and a healthcare provider (hcp) regarding a (B)(6) male patient with a history of gonarthrosis, initials (B)(6), who experienced an inflammatory reaction after treatment with synvisc one. The patient received prior treatment with synvisc in 2007 without incident. On (B)(6) 2010, 15 ml of synovial fluid was removed prior to synvisc one administration. Analysis was as follows: no crystals, no germs, rbc count: 160/mm3, wbc count: 300/mm3; lymphocytes 99%. Synvisc one was injected with a 21 gauge needle through external route into the suprapatellar pouch. On (B)(6) 2010 the patient experienced an inflammatory reaction characterized by effusion and pain. Arthrocentesis was performed on (B)(6) 2010. Fluid analysis revealed no crystals or germs, wbc count: 1340/mm3, neutrophils: 6%, and monocytes: 2%. The patient was treated with intra-articular hexatrione. At the time of this report, the outcome of the patient was unknown. For additional events from this reporter see (B)(4). Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.